Event description:
International ((B)(6)) complaint received concerning leakage incident with use of d1000 tego connectors and unknown mating dialysis catheter/tubing lines. There were no reported adverse patient consequences. Although additional information requested, no responses were received.

Manufacturer narrative:
Device return: two used d1000 tego connectors were returned for analysis and investigation. The requested mating and access devices were not returned. Manufacturer's investigation: visual inspection (pre and post decontamination) of the "as received" tego connectors recorded residual blood within the internal componentry. Engineering testing and analysis to the applicable product specifications was performed. The results recorded one of the two tegos exhibited leakage. There were no performance issues and/or out of spec conditions with the second returned tego connector. The tego connector that did not pass functional testing was disassembled and evaluated. The report documents there was a blood fibrin in the seal area between the yellow body post and the silicone seal. The engineering analysis determined the presence of this blood fibrin to be the source of the internal leakage. Although not always repeatable, previous investigations have identified that this condition combined with over pressurizing can result in leakage. Manufacturer lot build record review: a review of the manufacturer lot database for the reported lot # 2434666 shows (B)(4) units were manufactured, tested, inspected, and released. There were no exception documents generated during the manufacturing build. Findings: engineering testing and analysis of the two returned d1000 tego connectors replicated leakage condition with one of the tego connectors. The cause of the leakage was determined to be a result of fibrin blood clot within the internal seal between the tego body post and silicone seal. Correct flushing will minimize the likelihood of this condition. The second returned tego connector recorded no performance issues and or out of spec conditions. This report and the associated information have been provided to the distributor and reporting facility for their review and records along with a recommendation that the product representatives conduct training and in-servicing of the involved facility staff. The manufacturer has also provided additional literature/white papers on accepted clinical flushing and usage protocols.